Manufacturer narrative:
Currently it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further info will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer stated he had been having problems with hypoglycemia and the insulin pump not priming correctly. The customer then stated that the fire department was called for assistance today due to low blood glucose. The customer reported a blood glucose reading of 50 mg/dl during the phone call. Advised to discontinue using the insulin pump due to the prime anomaly. Nothing further was reported.